Event description:
As reported by onkos: "we have received a request for a flexi-elbow rebushing." Right total elbow.

Manufacturer narrative:
Corrected data: date of implant. An event regarding revision involving a patient specific, total elbow, bushings was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a total elbow prosthesis since I was able to review x-rays with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of wear of a bushing in a total joint implant are multifactorial including surgical technique in the way that the bushing is inserted, patient factors including activity level lifestyle and bmi, and implant factors. In my experience it is not unusual for bushings to need replacement especially after 10 years in a young patient." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised for re-bushing. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a total elbow prosthesis since I was able to review x-rays with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of wear of a bushing in a total joint implant are multifactorial including surgical technique in the way that the bushing is inserted, patient factors including activity level lifestyle and bmi, and implant factors. In my experience it is not unusual for bushings to need replacement especially after 10 years in a young patient." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.